Manufacturer narrative:
Product analysis: the complaint was confirmed. Two knobs were missing and the menu knob's encoder was pushed into the device. Both output connectors were found to be broken. The case was found to be broken. Battery wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.